Event description:
The customer observed a false nonreactive architect hiv ag/ab combo result for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6), initial architect hiv ag/ab combo result was 0.71 s/co, repeated 0.72 and 0.70 s/co (nonreactive). The same sample was also run on siemens instrument and result on siemen was 7.14 (reactive). A new sample was collected (B)(6) 2025 and the result was 0.58 s/co (nonreactive). On (B)(6) 2025, the roche cobas result was 81.2 (reactive). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect hiv ag/ab combo reagent kit lot 71278be00 did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing a commercially available seroconversion panel and the reagent lot detected the same bleeds as reactive indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect hiv ag/ab combo reagent kit lot 71278be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive architect hiv ag/ab combo result for one patient. The following data was provided: on (B)(6) 2025, sid (B)(6) initial architect hiv ag/ab combo result was 0.71 s/co, repeated 0.72 and 0.70 s/co (nonreactive). The same sample was also run on siemens instrument and result on siemen was 7.14 (reactive). A new sample was collected (B)(6) 2025 and the result was 0.58 s/co (nonreactive). On (B)(6) 2025, the roche cobas result was 81.2 (reactive). No impact to patient management was reported.